Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a blood transfusion, a one-link extension set disconnected from the patient's catheter resulting in an unknown volume of blood loss to the patient. A blood IV set (non-baxter) was attached to the one-link extension set, which was attached the patient's catheter (non-baxter). The patient required a blood transfusion due to the event. No further information was provided regarding the patient's outcome. No additional information is available.